Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related finding: tech found that the cutter did not pass the sample mesh test. The cutter was returned to the customer and the customer was notified as zimmer biomet does not provide repairs for the cutter component. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported device had worn gears and incomplete meshing. The event timing was during using the device on previously recovered cadaver skin. Therefore; there is no patient involvement and therefore no harm or delay in any surgical procedure. Upon investigation it was reported that the cutter did not pass the sample mesh test. It was reported that no further information is available.